Manufacturer narrative:
At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out-of-range shocking impedance. The impedance value had been increasing over time since implant and the latest measurement was 128 ohms. The plan was to keep monitoring the patient and evaluate at the patient's next clinic appointment. Both the rv lead and the crt-d device remain in service. No adverse patient effects were reported.